Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported intermittent issues with led column on device. Per the customer, sometimes the pulse appears to double. The device was using spo2 simulator and not sensor. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During inspection of the device no accuracy testing was able to be performed, as the device was unable to engage in monitoring activities. Speaker distortion was also observed. Internal inspection of the device revealed a torn flex cable and debris within the bottom speaker cone. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues related to this event. (B)(6).